Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range shocking lead impedance which was detected via the patient remote monitoring system. Additional information indicated that the cause of the out of range measurement was not determined yet and the patient has been scheduled for high voltage testing. The field representative could not provide any further information at this time. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.